Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the the sensor was not communicating with the insulin pump and upon removal, the electrode was missing. There were two sensors for which electrode was missing. Customer was advised the sensors would be replaced but will not be returning them for analysis.